Event description:
Reporter indicated that vns pt was experiencing apnea. It was reported that the pt did not experience episodes of apnea prior to vns implant. Programmed device settings were reduced, after which the pt was reportedly doing better. Treating physician plans to maintain low levels of stimulation.